Event description:
It was reported that on (B)(6) 2024, weight gain and pleural effusion accumulation were observed, so on admission, an intravenous injection of furosemide intravenous was performed to remove water, and atrial flutter were treated with electrical cardioversion, adjusting the amount of diuretic taken, and adjusting the number of rotations (5400 / 5600). The causal relationship was considered low but could not be denied. On (B)(6) 2024, the patient experienced persistent supraventricular arrhythmia requiring drug treatment or cardioversion. This event was considered possibly device related. The patient was admitted till on (B)(6) 2024 with adjustment of diuretics and rotation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A4: patient weight estimated from most recent provided. D4: model, catalog number, and UDI number corrected. E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient's heart failure symptom was also noted to be increased b-type natriuretic peptide (bnp).